Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow-up, the device was observed to be externalized due to erosion. Infection was also observed. The event was resolved by explanting and replacing the device, right ventricular (rv), left ventricular (lv) and right atrial (ra) leads. The patient was in stable condition. Related to manufacturer report numbers: 2938836-2020-07896, 2938836-2020-07896 and 2017865-2020-11546.